Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) battery would not charge. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue and replaced the power supply assembly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) battery would not charge. No patient harm, serious injury or adverse event was reported.